Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, the rotation of the adapter was too light. From the first fire, the device rotated abnormally and could not fire. The surgeon pressed the adapter with one hand and performed firing with another hand, there was no problem found with the adapter itself. The rotation of the adapter was also light during previous operations. They compared it with the demonstration adapter and was confirmed that the rotation was really too light. The surgeon operated the button with the right hand and controlled the adapter with the left hand to complete the procedure. It was stated that normally, the surgeon uses the right hand only to operate the device. There was no patient injury.